Event description:
It was reported that after a supply change, the user experienced hyperglycemia with blood glucose rising to 400 mg/dl, persistent above-range glucose for several hours, and alerts for prolonged severe hyperglycemia; customer support advised full supply replacement, a manual insulin injection, and later assisted with contact detach infusion site insertion and therapy resumption on the ilet. Symptoms included hyperglycemia without reported ketones, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact on blood glucose control without medical intervention or hospitalization. Investigation included remote troubleshooting and user education focused on infusion site reinsertion, supply replacement, and therapy restart. Investigation of this case revealed that the exact cause of hyperglycemia was unclear, with potential contribution from infusion site or supply-related interruption prior to replacement, and device function restored after site change and therapy resumption. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.